Event description:
It was reported that a blue piece of the device came off in the pt's soft tissue and was lost. The piece could not be retrieved from the pt. No further pt info is available and no add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was not returned, and the complaint could not be verified. Review of the device history revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The cause of the complainant's event could not be determined from the info available and without device eval.